Event description:
It was reported that the user experienced a high blood glucose after self-treating a low with excess carbohydrates and asked whether to announce a meal; the user was advised on appropriate hypoglycemia treatment and to allow the automated system to adapt, and was reminded to change the 23"-6 mm infusion set every two days after noting the set had been in place about four days. Symptoms included no acute clinical effects or hypoglycemia symptoms. Outcomes included transient hyperglycemia with a peak of 221 mg/dl for about 30 minutes, without alerts over 90 minutes, without ketone testing, without medical intervention, and without need for assistance. Investigation included user interview, review of use patterns, and product-use education. Investigation of this case revealed user-related overtreatment of hypoglycemia and extended infusion set wear, which are known contributors to transient hyperglycemia without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia and delayed infusion set change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.